Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible device and pocket was moved more medial to the spine. The patient was doing well postoperatively. The explanted device was disposed of by the facility.